Event description:
It was reported by the user site that during an affirm breast biopsy guidance system procedure on (B)(6) 2026, that the customer experienced a targeting issue in which the targeted area appeared to be misaligned with the needle position. It was reported by the user site that procedure was not completed, and the patient was rescheduled to return for the biopsy. No user or patient injuries were reported. An applications specialist conducted a remote case review with the technologist and noted that the breast thickness was 26 mm while a standard needle was used; a standard needle is recommended for breast thicknesses of 28 mm or greater, and a petite needle is recommended for a 26 mm breast thickness. During the review, pending targets could not be placed on the stereo image pair to determine the x, y, and z coordinates because one of the stereo images included part of the patient's head and was therefore not usable. The physician elected not to continue the procedure and rescheduled the patient to return for the biopsy, requesting that the system be checked by service prior to the patient¿s return. A hologic field service engineer (fse) was dispatched to investigate the device and performed system integrity checks, qas targeting verification, image quality verification, and snr uniformity testing. The system passed all tests and calibrations and was verified to be operating within manufacturer specifications. No further information is currently available.